Event description:
Device malfunction: none. Symptoms/ae: severe aphasia, mild to moderate slurring of words. Time of symptoms/ae: approximately 4 hours post procedure. It was reported that the patient experienced a tia about four hours post ric stenting procedure, in 2006. Nihss, pre-procedure was 0. Nihss post-procedure, the next day, was 5, and the patient was noted as having severe aphasia and mild to moderate slurring of words. He answered one loc question correctly and obeyed one loc command correctly. A neurology consult, done on the same day, noted frontal lobe ischemia. The symptoms resolved the next day without treatment. According to the research coordinator, tia was diagnosed although all deficits resolved within 24-36 hrs. Additional information is unavailable.